Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this.

Event description:
It was reported when using the bd vacutainer® plastic serum tube with red bd hemogard¿closure are turning the serum into asemi-solid consistency and unable to draw up a pipette tip. The following information was provided by the initial reporter. The customer stated: ¿collection tubes lot number 1253837. They are turning the serum into asemi-solid consistency and unable to draw up a pipette tip. Customer has samples that can be returned..¿

Event description:
It was reported when using the bd vacutainer® plastic serum tube with red bd hemogard¿closure are turning the serum into asemi-solid consistency and unable to draw up a pipette tip. The following information was provided by the initial reporter. The customer stated: ¿collection tubes lot number 1253837. They are turning the serum into asemi-solid consistency and unable to draw up a pipette tip. Customer has samples that can be returned."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-09. H.6. Investigation summary: bd received customer return samples and one photo for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Retention samples of the incident lot selected from bd inventory were initially tested prior to receiving customer return samples. The samples were tested and upon completion, the indicated failure mode for fibrin was observed. Bd was able to duplicate or confirm the customer¿s indicated failure fibrin/fibrin mass because the defect was evident in the testing of the retention lot samples. Further testing on customer return samples was not required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed with respect to fibrin/fibrin clots bd was not able to identify a root cause for the indicated failure mode. A complaint history review indicated no other complaints have been received for this defect on this batch number.